Manufacturer narrative:
Reference exemption #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an open safety valve during pre-use check. (B)(4).